Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The physician stated that the reservoir was collapsed due to a fluid leak. Air was also found in the cylinders. A replacement surgery will be performed. There were no patient complications reported.

Manufacturer narrative:
B3: describe event or problem, d4, c2/d10: concomitant products were updated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. The physician stated that the reservoir was empty, this fluid leak was possibly caused by a rupture in the pump tubing. Also, air was present in the cylinders. A replacement surgery will be performed. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The physician stated that the reservoir was empty, this fluid leak was possibly caused by a rupture in the pump tubing. Also, it was found air in the cylinders. A replacement surgery was performed and a new ipp was implanted with no patient complications reported.